Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a ventricular tachycardia procedure, a pericardial effusion occurred. The effusion was delayed, and the patient is stable.

Event description:
During an rf ablation for ventricular tachycardia, the patient became hypotensive, and an echocardiogram showed a delayed pericardial effusion. The physician believes the perforation likely happened while ablating near a ventricular aneurysm in the left ventricle, though the exact location is unknown. There were no alleged performance issues with any abbott devices. The patient remained stable. The physician noted that the patient had a left-ventricular aneurysm that was larger than expected. While ablating close to this area, a pericardial effusion developed, suggesting a possible perforation.

Manufacturer narrative:
. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.